Manufacturer narrative:
Isi has received the endowrist vessel sealer instrument involved with this complaint and completed investigations. Failure analysis was unable to replicate or confirm the customer reported complaint that the instrument could not be recognized by the system. The instrument was placed on an in-house system. The instrument engaged and was recognized by the system. The instrument passed a cut test. The system logs were reviewed and no related system errors were found. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff claimed that the endowrist vessel sealer instrument stopped working, was not recognized by the da vinci system, and was not adequately sealing. The surgeon reportedly converted the da vinci surgical procedure to open surgery in order to control bleeding and to repair a bleeding vessel. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, the endowrist vessel sealer instrument allegedly stopped working. According to the initial reporter, the da vinci system initially recognized the endowrist vessel sealer instrument. However, during the surgical procedure, the system stopped recognizing it and the surgeon made the decision to convert to open surgery in order to control bleeding. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the endowrist vessel sealer instrument worked initially. However, after the surgeon transected an unspecified vessel towards the middle of the surgical procedure, the surgeon had difficulty trying to control the bleeding using the endowrist vessel sealer instrument. To his knowledge, the surgeon did not feel as though the endowrist vessel sealer instrument was able to seal the vessel as expected. Therefore, the surgeon made the decision to convert to open surgery in order to control the bleeding. After repairing the vessel with sutures and controlling the bleeding, the surgical staff re-docked the patient side cart (psc) to the patient. The surgeon was able to complete the abdominoperineal resection procedure using the da vinci surgical system. No post-operative complications have been reported.